Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. The lag screw bearing point on the medial side at the distal end shows deformation which is from the high compressive load. This deformation indicates that the nail was exposed to continuous high loads over a longer period of time. The breakage pattern resembles a fatigue breakage of the nail. The device history record could not be reviewed because the part which contain the lot and catalog number of affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the exact root cause could not be established. More detailed information about the complaint event as well as the proximal part of the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "fracture of the implant in the area of the femoral neck screw hole. Revision surgery planned on (B)(6) 2023."

Event description:
As reported: "fracture of the implant in the area of the femoral neck screw hole. Revision surgery planned on (B)(6) 2023."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.